Manufacturer narrative:
The sample generated a delayed CT value on the first run indicative of a sample with a low viral concentration. A systematic issue was not identified throughout the dataset. Samples with viral concentrations below or near the test's limit of detection (lod) may generate wavering results upon retest. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample and a recollected sample was retested on the same liat which yielded a negative result for all targets. The initial positive result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.